Manufacturer narrative:
The technician determined that no failure occurred with the device. The brakes locked properly and no swivel condition was observed. The issue was a result of the current conditions of the tiled floor at the facility. Due to the waxed floor conditions, the casters slid on the floor, which caused the issue. Facility has been inserviced to address the issue.

Event description:
The account alleges that the brakes of the device did not hold. No injury occurred.